Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and diarrhea. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the peritonitis event and was treated with injection of vancomycin (1 gram every five days, ongoing) and intraperitoneal injection of fortum (1 gram per day, ongoing). The patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.